Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the lower brush from the dual clean brush refill had detached from the unit and could not be reattached. No injury was reported.